Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient was hospitalized due to low blood glucose. Due to low blood glucose patient faced seizures event on (B)(6) 2024 . Patient was treated via glucose intake in emergency room to address low blood glucose. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.